Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the strength of the MRI (what was the tesla that was used)?

Event description:
It was reported that the linx has been explanted. The patient had an MRI and had pain with the MRI and had recurrent reflux after the MRI- she had removal and fundo and is recovering well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was the strength of the MRI (what was the tesla that was used)? Dr. Bell is not sure what the tesla strength was for this device.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot number is not known, therefore no DHR review could be performed.